Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: yellow particles on shell, fold creases, a sharp opening with localized stresses induced on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. The event of anxiety-product/procedure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to concern with the product. Healthcare professional additionally reported left side rupture. Device has been explanted.